Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895243 with no issues noted during the manufacturing process, related to the reported condition. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Four days after the onset of peritonitis, the patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. The patient was discharged from the hospital two days later and recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 5.